Event description:
The customer reported there was no power to the system. No patient injury was reported.

Manufacturer narrative:
The ge service representative removed and replaced the interconnect cable. The system is operating as intended.